Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Customer receives 8015 (s/n (B)(4)), with reported defective battery message tagged to it. Failure device type: failure problem type: failure mode: case resolution: customer receives 8015 (s/n (B)(4)), with reported defective battery message tagged to it. Customer mentions interchanging device battery, from known good working unit. Still receives message of low battery < 30 minutes. Explained problematic issue with the low battery messaging, due to low charge capacity. Mention to customer to charge the battery for 2-4 hours, and identify if battery messaging changes. Informed customer to allow the device battery to charge 16-hours, to allow sufficient charge capacity. Instructed customer to perform the battery conditioning process, as instructed in the service bulletin 592a. Sent customer through email the service bulletin. Informed customer if doing the battery conditioning in the ¿fast mode¿, check the old/new capacity values. If suspect, they may have to perform the ¿manual method¿, as instructed by the service bulletin 592a. Advised customer, if they needed any further assistance not hesitate giving a call-back. End call. Ref:_00d30y0yr._5000l1t56xn:ref